Event description:
Following a premature ventricular contraction procedure, an echocardiogram showed a pericardial effusion in the right ventricular outflow tract requiring a pericardiocentesis. The patient showed no symptoms and it is unconfirmed when the perforation occurred. There were noted occurrences of high impedance, but no alleged performances issues with any abbott devices. The procedure was completed and the patient is stable.